Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5103678) that a female patient, who's undergone breast reconstruction with a 350cc mentor cpx4 with suture tabs, med height, smooth tissue expander, suffered leaking, post-procedure. As a result, the patient underwent removal on (B)(6) 2021. Per mentor IFU, these tissue expanders are intended for temporary subcutaneous or submuscular implantation and are not intended for use beyond six months. This will also be reported as an off-label use.